Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported mr could not be determined. The reported mr is listed in the instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "tricuspid leaflet gap-reduction maneuvers during transcatheter tricuspid valve repair".

Event description:
This is filed to report recurrent mr. It was reported in an article that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr). Mitraclip was implanted reducing mr to moderate-severe. Patient returned with severe mr. No additional information was provided. Details are listed in the attached article titled, "tricuspid leaflet gap-reduction maneuvers during transcatheter tricuspid valve repair"